Event description:
Procedure performed: left parotidectomy -totally 57 activations. Event description: during a left parotidectomy procedure performed on (B)(6) 2024, for [age redacted] patient, the voyant fine fusion device was utilized, at the conclusion of the procedure, just before closing the skin, a small 1 cm skin burn was observed on the patient, the cause of the burn remains unclear, all procedural steps were consistent with those followed in similar cases, with the only notable difference being the use of the voyant device. On the day the consultants were not sure what caused the burn. When re visiting on (B)(6) and speaking with the consultants again, there was a concern that the only differing factor was the voyant system, but they still have no clue what caused it. From my observations in the procedures, the jaws did not touch the skin. -all surgeons used again on (B)(6) pm for their thyroidectomy case and had no issues. Additional information received from company rep. Via email on (B)(6) 2025: lot number of the device 1531819, 1 (left parotidectomy) -totally 57 activations. The skin burn was trimmed over the edge using a scalpel, and two sutures were placed for closure. Standard ent instrument sets. Type of intervention: the skin burn was trimmed over the edge using a scalpel, and two sutures were placed for closure patient status: a small 1 cm skin burn was observed on the patient.

Manufacturer narrative:
The event unit is not returning to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformance's that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: left parotidectomy -totally 57 activations. Event description: during a left parotidectomy procedure performed on (B)(6) 2024, for [age redacted] patient, the voyant fine fusion device was utilized, at the conclusion of the procedure, just before closing the skin, a small 1 cm skin burn was observed on the patient, the cause of the burn remains unclear, all procedural steps were consistent with those followed in similar cases, with the only notable difference being the use of the voyant device. On the day the consultants were not sure what caused the burn. When re visiting on (B)(6) and speaking with the consultants again, there was a concern that the only differing factor was the voyant system, but they still have no clue what caused it. From my observations in the procedures, the jaws did not touch the skin. All surgeons used again on (B)(6) pm for their thyroidectomy case and had no issues. Additional information received from company rep. Via email on 03jan2025: lot number of the device 1531819, 1 (left parotidectomy) -totally 57 activations. The skin burn was trimmed over the edge using a scalpel, and two sutures were placed for closure. Standard ent instrument sets. Type of intervention: the skin burn was trimmed over the edge using a scalpel, and two sutures were placed for closure patient status: a small 1 cm skin burn was observed on the patient.